Manufacturer narrative:
Return requested. Replacement computer shipped to site 10/18/2016. No parts have been received by manufacturer for analysis. On 10/28/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, during navigation, both navigation system monitor screens went black. "No signal" message displayed on the staff monitor. In trouble-shooting, a system re-boot restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.